Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a craniotomy, imprecisions were observed after each registration. It was noted that the imprecision was lateral by 2-5 millimeters. It was noted that the site registered on the axial scan without resolution. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Patient demographics updated.